Manufacturer narrative:
On 20 july 2017 the r&d project manager performed a visual inspection of the explanted tibia insert and safety screw, and commented as follows: loosening of the insert safety screw occurred 8 months after primary surgery. Some dents and scratches can be noted on the articular surface of the tibial insert and in particular on the lateral side and on the tibia spine, confirming what already noticed in the preliminary inspection. It was so decided to change the liner as well. Those scratches were most likely caused by the screw that, once out from its seat, was interposed between the articular surface of the femoral component and the tibial insert. The threaded part of the screw and its head are damaged, with the threads plastically deformed undergone to the body weight load. The new insert is now no more fixed with the safety screw. No negative consequence are expected for the insert fixation in absence of the safety screw. It was deemed not necessary to review any other components. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque.

Manufacturer narrative:
On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: radiographic images show the presence of a loosened insert fixation screw occurred 8 months after primary tka. This event may be caused by insufficient tightening torque but the real cause can't be determined. Immediate removal is strongly recommended. During arthroscopy, visual inspection revealed that the polyethylene was damaged. The surgeon decided to swap the liner avoiding the use of the fixation screw. No negative consequences should be expected for the insert fixation in absence of the safety screw. Batch review performed on 12 june 2017. (B)(4). On 13 june 2017 the r and d project manager performed a preliminary investigation based on radiographic images and the pictures of the explanted components and commented as follows: radiographic images show the presence of a loosened insert safety screw occurred 8 months after primary surgery. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. During arthroscopy to remove the screw, some dents and scratches have been noted on the articular surface of the tibial insert, in particular on the lateral side and on the tibia spine. They were most likely caused by the screw that, once out from its seat, was interposed between the articular surface of the femoral component and the tibial insert. It was so decided to change the liner as well. The new insert is now no more fixed with the safety screw. No negative consequence are expected for the insert fixation in absence of the safety screw. It was deemed not necessary to review any other components.

Event description:
The patient came in complaining of knee pain. A revision surgery was performed to remove the loose inlay locking screw. Since optional, the locking screw was not re-inserted. Also, the tibial insert was removed and replaced due to damage.